Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. At an unspecified time, the option-lok male adapter was connected to an unspecified needleless valve connector and was being used to deliver an unspecified medication, at an unspecified rate. It was reported that the needleless valve connector was connected to the patient's peripheral IV access site. After an unspecified length of time while the nurse was disconnecting the option-lok male adapter from the needleless valve connector, the customer contact reported that the distal tip of the option-lok male adapter broke off, and a piece of the option-lok male adapter remained lodged inside the needleless valve connector. The tubing set and the needleless valve connector were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(6).

Manufacturer narrative:
One used device and one used needleless valve connector were received and evaluated. Testing found the tip of the option-lok male adapter was broken off inside the needleless valve connector. White drag marks were noted on the tip of the option-lok male adapter indicating application of excessive force on the male adapter. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints (B)(4).